Event description:
It was reported to adac that the customer reported the the ssd's were displayed incorrectly prior to dose computation. The user reported that the ssd's on the printouts were incorrect. No injuries were reported as a result of this issue.